Event description:
During an alif procedure, level l4-l5, surgeon was inserting the synfix implant and impacting. The implant grabbed the greater vessel, vena cava and nicked it. Surgeon managed to insert one 4.0mm locking screw. Pt was losing blood, surgeon aborted procedure and a repair to the vessel was completed. Surgeon noted the implant is too wide and catches on the vessels upon insertion. Surgeon is rescheduling pt for pedicle screw insertion from behind. This is one of two reports for this event.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed as no product was returned.